Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19-year-old patient with a valve model 11500a23 implanted in aortic position underwent reintervention for a valve-in-valve procedure after less than 3 years due to severe regurgitation. The patient presented with heart failure due to valvular disease. A 23mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, the patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section b5, h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including the patient age at implant.

Event description:
Per the report received from the UK, edwards received notification that a 19-year-old patient with a valve model 11500a23 implanted in aortic position underwent reintervention for a valve-in-valve procedure after less than 3 years due to severe regurgitation. As reported, the patient was hospitalized on intensive care prior to valve-in-valve procedure due to severe lv failure and heart failure. A 23mm transcatheter valve was successfully implanted within the preexisting surgical device. As reported, the patient was noted as to be in stable condition.